Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The customer also stated that the insulin pump has a cracked screen. The customer didn't have the insulin pump with her at the time of the call. The customer felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.